Event description:
It was reported that the surgeon performed a revision to address a patient that had l4-l5 stenosis and adjacent level disc disease to a l5-s1 fusion with synthes uss implanted in (B)(6) 2003 (solid fusion). The surgeon removed the uss from l5-s1. He then implanted a concomitant device depuy expedium in l4-l5. When implanting the right l5 screw, the driver tip broke off in an 9.0x55mm expedium polyaxial screw. The surgeon attempted to remove the driver fragment and then the screw but could not get either out. There had been a significant amount of torque to implant that screw. He elected to leave the screw fragment in the patient. He placed the rods in the patient and successfully completed the procedure.

Manufacturer narrative:
The expedium quick connect polyaxial driver was returned for evaluation. Visual inspection revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not returned for evaluation. Fracture analysis found evidence of a quasi-static torsional shear failure. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Trending analysis was conducted and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause of driver tip becoming broken cannot positively be determined. However, it is likely that the driver underwent a higher than anticipated level of torque resulting in tip fracture. No issues were identified in the manufacturing or release of this driver that could have contributed to the problem reported by the customer and an internal data review has been opened. Therefore this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.